Event description:
It was reported that the right atrial (ra) lead exhibited low pacing impedance and atrial oversensing due to small p-waves. The ra lead remains in use due to medical judgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5092 implantable pacing lead implanted: 2004 (B)(6). (B)(4).